Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices and x-rays associated with this report were not returned. A search of the complaint database found no prior reports for both of the reported part and lot number combinations. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required for the screw was not provided. (B)(4), the manufacturing facility, reviewed the device history records for the nail and found no manufacturing deviations or anomalies. (B)(4), the manufacturing facility, stated the lot history record for the lag screw was reviewed for completeness during the release process to inventory. At the time of release for distribution, no discrepancies were noted for the products being accepted. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address a painful hip.